Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider advised the teeth are not catching into the latch cable assembly to lock from going backwards but will lock it from going forward.